Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device chiller tank was not being cooled. After swapping with a good chiller pump there was same problem, chiller pump and chiller assembly failed. Per review of wo on 20may2024, patient was being treated with another working arctic sun device and patient was ok. Per follow up information received via mail on 20may2024, it was reported that the customer had engineering team for troubleshooting and repairing. Customer troubleshooted and found that chiller pump and chiller assembly were faulty.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a chiller pump failure. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device chiller tank was not being cooled. After swapping with a good chiller pump there was same problem, chiller pump and chiller assembly failed. Per review of wo on 20may2024, patient was being treated with another working arctic sun device and patient was well. Per follow up information received via mail on 20may2024, it was reported that the customer had engineering team for troubleshooting and repairing. Customer troubleshooted and found that chiller pump and chiller assembly were faulty. Per addition information received on 27aug2024, it was noted that there was chiller assembly failure.